Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy fluid. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal (ip) injection of imipenem (1 gm start dose only) ip injection of fortum (250mg each bag) and ip injection of zydotum (1.5 mg twice a day) for the peritonitis. It was reported that five days after the peritonitis onset, the patient passed away. The cause of death was reported as due to sepsis. The cause of the sepsis was unknown. Treatment for the sepsis was not reported. It was not reported if an autopsy was performed. Antibiotic therapy was discontinued one day prior to death. It was reported the patient was not recovered from the peritonitis event prior to death. It was reported pd therapy was discontinued one day prior to death due to the sepsis. No additional information is available.